Event description:
It was initially reported that the pt had pain at the pocket site following a car accident in (B)(6) 2010. The details of the trauma were unk. The pt did not have pain when her device was off. Additional info received indicated that an x-ray revealed the lead had moved posterior and lateral. The physician did a revision of the battery and lead and was completed (B)(6) 2010. No further info was requested at this time.

Manufacturer narrative:
(B)(4).